Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-00989. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: g4 ; h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported "that the inner thermoform and outer thermoform trays were stuck together on all the sizers that were used for the case. We were still able to use the sizers but poses a great concern to sterility." Device has not been implanted.